Manufacturer narrative:
Investigation - evaluation. (B)(6) hospital, in japan, informed cook on (B)(6) 2021 of an incident involving a safe-t-j fixed core wire guide (rpn: tscf-35-80-3 from lot# 13593610). It was reported that resistance was felt during attempted removal of the wire guide; when pulled, the wire guide became stuck and unraveled. A competitor manufacturer's device was used to complete the procedure. No fragments were left behind in the patient, and the patient reportedly experienced no adverse effects as a result of this event. A review of the complaint history, device history record (DHR), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos of the device were provided to cook for evaluation. The photos depict an unraveled wire guide and are consistent with the information reported. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (13593610) and the related wire guide component lots revealed one recorded relevant nonconformance for "incorrect tolerance" in which one device was scrapped. A database search did not identify any other events associated with the reported device lot. As adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Tscf-35-80-3 is not supplied with an instructions for use (IFU). Based on the information provided, no product returned, and the results of our investigation, cook has concluded that a component failure unrelated to manufacturing or design deficiencies was the primary cause of this event, although patient anatomy may have also contributed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Dqx, not dxq. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a safe-t-j fixed core wire guide for a percutaneous transhepatic gallbladder drainage procedure. During the procedure, the wire guide was difficult to remove from the patient and became "stuck". The physician tried to pull it out and the tip of the wire guide became unraveled. Another similar device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.